Event description:
It was reported that leakage was observed when making a connection with a one link extension set to another non-baxter solution set during infusion. There is no additional information regarding how many times this has occurred, just that it occurred more than once. There was patient involvement associated with this report; however, no patient injury was reported. No additional information is available.

Manufacturer narrative:
(B)(4). The exact occurrence date is unknown. The lot number is unknown; therefore, a batch review cannot be completed. The device is not available for evaluation. Should the device and/or any additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). As the sample was not available, an evaluation could not be performed. Should additional relevant information become available, a follow-up report will be submitted.